Event description:
Upon deployment of closure device, the angioseal string broke when pressure was applied. Manual pressure immediately held without complication. An angiogram was then performed of right leg due to decreased distal pulses. Findings--narrowing of common femoral artery, thought to be base plate of angioseal. Dr. Decided patient needed to go to surgery.